Event description:
Review of service data detected a reportable problem. During servicing, belt sn (B)(4) failed incoming hi-pot and +p insulation resistance testing. The last pt to use this belt did not report any deficiencies.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. Upon eval, there was damage to the cables. The cause of the incoming test failure cannot be positively identified but is likely an intermittent connection in the cables. The cause of the intermittent cables is likely due to the damaged cables. The root cause of the damaged cables cannot be positively identified but is likely excessive force. No adverse event resulted from the damaged cable and wires. The last pt to use this belt did not report any deficiencies.